Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for non-malignant pain in 2000. The MFR's rep reported the pt died. The hcp stated pt's pump had flipped and the pocket was revised 24 hours before their death. Drug and dose infused, as well as anesthesia given were not available in the pt's chart. The hcp stated the pump had not malfunctioned. The hcp stated he would call back with further details, including cause of death, when available.